Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, when the device approached the lung parenchyma and attempted to perform firing during a wedge resection, the firing failed. Another reload was used and the firing was performed. The surgical time was extended by less than 30 minutes. There was no patient injury.